Manufacturer narrative:
Please retract this report 2017865-2022-42901 as the allegation was due to patient anatomy and no allegation of malfunction on the lead.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was failed to implant. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022.the patient was stable throughout the procedure.